Event description:
Spontaneous, patient's nurse (B)(6) and patient's mom (B)(6) on the line -curlin pump is providing error message asking for an ac adapter, home health rn stated that they replaced the batteries twice, pump is still giving error message. Home health rn stated that they will infuse via gravity today, rph informed scheduling curlin pump for replacement, and send pump return box so dd pump can be shipped back to be calibrated. Unknown if fault occurred during use. Unknown if any adverse events occurred. Unknown if any missed doses occurred. Reported to cvs/caremark by: health professional.